Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the dark grey/beige part tip was broken where it locks into the cuvette. As a result, an alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequences to a patient as a result of this event.